Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Visual and tactile inspection revealed that the hypotube was kinked 40cm from the strain relief. The catheter was examined under magnification. There was a balloon pinhole aligned with the proximal edge of the markerband. There were no irregularities in the balloon material or the ro marker. The shaft was stretched and buckled 58mm to 73mm distal of the exit notch. The corewire was twisted around the inner shaft. The end of the corewire protruded into the outer 55mm distal of the exit notch; however, the shaft wall was not punctured through. The distal tip was damaged. Functional testing was performed using an inflation device filled with water. When positive pressure was applied, a stream of water emitted from the balloon pinhole and from the shaft. Examination of the shaft revealed a puncture in the outer shaft 61mm distal of the exit notch. The corewire tip was examined and there were no irregularities. The twisted corewire and shaft damage near the puncture, as well as the damaged tip, suggest axial tension and compression related to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However during the first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However during the first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.